Event description:
It was reported by a surgeon that patient was treated with posterior t-plate on (B)(6) 2011, and it was noted that patient went on to have a non-union in conjunction with a broken plate and/or a screw. Patient also had an associated fibular non-union/osteotomy managed with 3.5mm recon plate or 3.5mm dcp plate. It is unknown if patient will undergo revision. This is the 6th of 6 reports submitted on this event.

Manufacturer narrative:
Investigation is on going; no conclusion could be drawn as no device was returned or catalog number or lot number provided.